Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac was selected for use. An intracardiac echocardiography (ice) imaging was being utilized for the procedure. Ice was being used for tsp. Septum was visualized on ice and tenting was noted on septum. Radio frequency (rf) was initiated, versacross rf wire was advanced, however not across septum. A second attempt was made with rf; wire was advanced but again was not across septum. At that time, anesthesia noted a drop in blood pressure from 110 down to 60. Pressors were given and effusion check was made with ice and transthoracic echocardiogram (tte). An effusion was noted; protamine was given. A pericardiocentesis was performed with 140cc taken out and drain left in place. The patient was stable and transferred to intensive care unit (ICU). The patient is expected to fully recover. The device is not expected to be returned for analysis (discarded).